Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If additional information is received that changes any of the information in this report, a follow-up report will be submitted. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device(s) is/are used for treatment. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that an implant migrated/subsided post-operatively. It is unclear if there were one of two levels affected, and the reporter did not respond to requests for clarification. The patient is being observed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported in a survey that a device had malfunctioned and a patient had medically important events that resulted in persistent or significant disability or incapacity. The device was implanted c5-6 and c6-7 and it was stated that the implant migrated/subsidence. The extent of the patient's harm is unknown at this time.